Event description:
The insulin pump continues to stop giving me insulin after 1 hours¿ time of my not pushing the buttons. I have been unable to sleep for the last two weeks thanks to the beeping. I changed the battery cap when you sent me a new one, and still continue to get beeping every hour, on the hour. Please help me.